Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board, blower assembly and machine flow sensor needs to be replaced to address the issue. There is a evidence of contamination.